Manufacturer narrative:
Corrected e3 from other healthcare professional to nurse. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned, and an evaluation was completed. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, it is likely while the user was handling the device, physical stress was applied to insertion section which led to damage of electronic parts. Subsequently, no image occurred. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): ¿important information ¿ please read before use warnings and cautions: caution "turn the video system center on only when the videoscope cable is connected to both the video system center and the electrical connector on the endoscope. In particular, confirm that the video system center is off before connecting or disconnecting the videoscope cable from the electrical connector on the endoscope. Failure to do so can result in equipment damage, including destruction of the ccd". Precaution for disappeared or frozen endoscopic image: warning "follow the precautions given below when handling the instrument. Otherwise, the endoscopic image may disappear unexpectedly, or the frozen image may not be restored during the examination". 3.6 ¿inspection of the endoscopic system¿ "inspection of the endoscopic image" 3. "While observing the palm of your hand, confirm that the wli and nbi endoscopic image is free from noise, blur, fog, or other irregularities". 4. "Angulate the endoscope and confirm that the wli and nbi endoscopic image does not momentarily disappear or display any other irregularities". Chapter 5 ¿troubleshooting¿ if the endoscope is visibly damaged, does not function as expected or is found to have irregularities during the inspection described in chapter 3, ¿preparation and inspection,¿ do not use the endoscope. Contact olympus. Some problems that appear to be malfunctions may be correctable by referring to section 5.1, ¿troubleshooting guide.¿ if the problem cannot be resolved by the described remedial action, stop using the endoscope and send it to olympus for repair. Olympus does not repair accessory parts. If an accessory part becomes damaged, contact olympus to purchase a replacement. ¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after the bronchovideoscope was plugged in and turned on the image went fuzzy, then black and no image returned. It was verified that with a different scope the machine works properly. The issue occurred during preparation for use for a bronchoalveolar lavage procedure that was completed using a similar device. There was no delay reported, and no reports of patient harm.